Event description:
Patient's previous total knee arthroplasty (tka) implants were explanted related to failure of arthroplasty. The surgeon requested explants to be sent to bio-med. In (B)(6) of 2009 the patient was seen at the (B)(6) for painful total knee arthroplasty. The diagnosis of anterior posterior (ap) instability was made, and she had a revision total knee arthroplasty done in (B)(6) of 2009 with excellent results initially until she began having increased pain, primarily in the femoral shaft and the tibial shaft, suggestive of "end-of-stem" pain. Evaluation suggested that there was increased uptake with a bone scan and loosening of the implant. Although the examination of the implant appeared satisfactory, the patient was in such pain that she elected a revision total knee arthroplasty. We chose alternative manufacturer's implant because of the metaphyseal sleeves which could avoid the possibility of end-of-stem pain.======================manufacturer response for femoral component, femoral component (per site reporter).======================awaiting response.======================manufacturer response for tibial component, tibial component (per site reporter).======================awaiting response.======================manufacturer response for poly insert, poly insert (per site reporter).======================awaiting response.